Event description:
A pt was treated with vitoss for acl reconstruction. It was reported that following implantation, post-operative inflammation and discharge occurred at the surgical site. The graft was explanted in 2009. Batch records for released products were reviewed and found to be within specification: no abnormalities could be identified. Consequently, no causal relationship between the device and event could be identified. This incident occurred in another country.

Manufacturer narrative:
The device was explanted and not returned to manufacturer. Associated batch records were therefore reviewed.